Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was charging the battery and where the battery was it felt like it was on fire. The patient was advised to stop charging. They confirmed that they did discontinue charging and stated that stimulation was off. The patient was advised to keep stimulation off and charge for short increments of time. It was recommended that they contact their managing healthcare provider (hcp) to evaluate the device. They stated they would call to schedule an appointment. No further complications were reported or anticipated.